Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® ultra in the lips and with juvéderm® voluma¿ xc in the chin. The patient was concomitantly injected with rha® 3. Few weeks later, the patient experienced ¿swelling¿ in the lips. The filler was dissolved at the bottom lip, and the chin began to present with ¿swelling.¿ the healthcare professional stated that the reactions are a result of underlying infection. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvéderm¿ voluma¿ xc.